Event description:
It was reported that the burr was stuck with the guide catheter and rotawire. The 90% target lesion was located in the severely tortuous and severely calcified distal right coronary artery. Artery. A 1.50mm rotapro burr and rotawire were selected for use. During the procedure, the burr was inserted into the non-boston scientific guiding catheter while rotating it in dynaglide mode to advance it to the lesion, however the burr was then stuck at the ostium part of the guide catheter. The device was continuously used however the rotawire used in conjunction with the burr got trapped. The burr was pulled out together with the rotawire without difficulty. The procedure was completed using this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Inspection of the device did not identify any damages or defects. During analysis, the related rotawire was able to be removed from the advancer and burr which was then able to be reinserted; however, there was resistance upon removal and during insertion due to the kinks present to the proximal end of the wire. The guide used in the procedure was not returned for analysis, so a test 6f mach inner diameter was used for functional testing. The device was inserted into the test guide catheter and was able to be inserted and pass through the guide catheter and out the tip with no issue or resistance successfully. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck with the guide catheter and rotawire. The 90% target lesion was located in the severely tortuous and severely calcified distal right coronary artery. Artery. A 1.50mm rotapro burr and rotawire were selected for use. During the procedure, the burr was inserted into the non-boston scientific guiding catheter while rotating it in dynaglide mode to advance it to the lesion, however the burr was then stuck at the ostium part of the guide catheter. The device was continuously used however the rotawire used in conjunction with the burr got trapped. The burr was pulled out together with the rotawire without difficulty. The procedure was completed using this device. No patient complications were reported.